Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the al326 instrument worked properly (2-3) times, then after (1) firing, the jaws would not open. Another instrument was used to complete the case. There was no consequence to the pt.